Event description:
Device malfunction: none. Symptoms/ae: hyperperfusion syndrome, htn, slurred speech, facial droop, seizure, left upper and lower extremity not moving. Time of symptoms: post procedure. It was reported that after the successful stenting procedure of the ric in 2006, the patient was unable to move the left upper and lower extremity. Bp was 180-200's. The patient was transferred to ICU for intubation, blood pressure and seizure control on the following day. A cta, CT of the brain and CT perfusion were performed. Findings revealed no major vascular obstruction and a decrease in perfusion, widespread microemboli to distal vessels/watershed phenomenon, suggestion of stroke, diffuse right cerebral edema, early infarct signs, right cerebral dysfunction uncertain, hyper-perfusion syndrome, and right fetal origin pca territory infarct with large mca territory ischemia, and no acute intracranial hemorrhage or extra-axial fluid collection. The patient remained hypertensive, had left side facial droop, and slurred speech. Study event.